Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the implant was removed and not replaced due to inadequate bone. A bone graft was placed, and the patient will return in 3 months for a CT scan before scheduling a repeat implant procedure in the affected areas.